Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, broken belt clip slot and scratches on the lcd window. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and damage on the insulin pump. Customer's blood glucose level was 461 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with manual injection. Customer experienced nausea and excessive thirst as a result of high blood glucose levels. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack and chip on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.